Manufacturer narrative:
Unit received with operational currents within specification and passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25 noted during testing. However, power error 25 noted in trace download analysis due to intermittent non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power error detected alarm. The alarm occurred while they were sleeping. The customer¿s blood glucose during the incident was 8.3 mmol/l. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. However, due to the device software version they were offered a replacement. They accepted the replacement. The device will not be returned for analysis.